Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Event description:
It was reported that the patient stated that the position of their ipg is uncomfortable and were experiencing pain at their ipg site. In turn, the patient underwent surgical intervention on (B)(6) 2021 wherein the scs ipg was explanted to address the issue.